Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system and confirmed the reported problem. The fse identified that there was an issue with cmos battery of the flexvision pc due to low voltage. The fse replaced the cmos battery of the flexvision pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.